Event description:
Caller states the patent tested 6.2 inr on the coaguchek xs system. The patient felt dizzy and confused and was sent to the hospital where a comparison lab returned as 4.4 inr. The patient was admitted to the hospital for two days for observation and testing. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.